Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.

Event description:
The customer alleged they were receiving questionable ion selective electrode (ise) sodium results on their integra 800 analyzer. The customer stated they had to send out corrected reports on several patients, but they did not have the actual number of corrected reports sent. The customer provided data for five patients, three of which had discrepant results that were reported outside the laboratory. The patients' samples were repeated on a cobas c501 analyzer. The first patient's initial sodium result was 130 meq/l. The repeat result was 139 meq/l. The second patient's initial sodium result was 131 meq/l. The repeat result was 137 meq/l. The third patient's initial sodium result was 126 meq/l. The repeat result was 137 meq/l. There were no adverse events. The sodium electrode lot number and expiration date were requested but not provided. The customer changed the direct and indirect calibrator bottles and reference solution as well as solution 1 and 2 on the integra 800. The field service representative could not determine the cause of this event. He replaced the ise preamp printed circuit board due to corrosion on the circuit traces. He replaced the ise tubing and reference electrode. The customer calibrated without errors. The customer ran and confirmed quality control. The customer determined that the sodium results were ok until the daily maintenance, and then the results went low. The field service representative returned to the customer and there were no individual problems found. He cleaned and verified the faraday cage. He checked all the ise pinch valves. He checked the mix and dry adjustments. He verified the ise operation. The customer ran calibration and quality control on all the ises.